Manufacturer narrative:
The used device from the reported event has been returned for eval. As this is a purchased component for navilyst medical, the device, as well as a supplier corrective action request, has been forwarded to (B)(4) medical. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4) .

Event description:
As reported, during placement of a valved PICC device, the handle of the peelable sheath/dilator device broke off. The device was removed and replaced with another. There was no injury or complications to the pt reported. The used sheath has been returned to navilyst medical for eval.